Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A field service engineer after restarting the device to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was disconnect mode. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.